Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) exhibited post-paced t-wave oversensing. No additional information was reported.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received notes that the patient presented in clinic for follow up. The patient implantable cardioverter defibrillator (ICD) was reprogrammed. The patient condition was stable.